Manufacturer narrative:
Lot review: a review of lot# 3244594 showed (B)(4) units were manufactured, tested, inspected and released in april 2017 citing no exception documents.

Event description:
Complaint received regarding three spiros report states the spiros on the distal end of zyno secondary set, plugged in to the y site of a braun safe day (blue ultrasite) primary hydration line. After a brief period of time the positive pressure of the ultrasite spun (backed off) the spiros from the primary y site interrupting the infusion. Unprotected chemo exposure reported but no adverse patient/clinician consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3244594 showed (B)(4) were manufactured, tested, inspected and released in april 2017 citing no exception documents. Visual inspection: received three (3) used and three (3) packaged ch2000s, spinning spiros®, closed male luer, lot# 3244594; one (1) packaged & two (2) used braun safeday IV admin. Set ref 352894; one (1) packaged and one (1) used zyno medical adm. Set ref a2-80071-df. Two of the used ch2000s have braun safeday IV admin set attached. One (1) used ch2000s has zyno medical adm. Functional testing: each of the three bags are described below: bag 1: the male spin luer of the zyno medical (carefusion) administration set was connected to a used ch2000s spinning spiros with the spin feature activated. The male spin collar was not connected to the used ch2000s spinning spiros. The entire fluid circuit was pressure leak tested and no leakage was observed at any location along the fluid path. The residual spin torque and disconnect torque met product expectations. Bag 2: the male spin luer of the zyno medical (carefusion) administration set was connected to a used ch2000s spinning spiros with the spin feature activated. The male spin collar was not connected to the used ch2000s spinning spiros. The entire fluid circuit was pressure leak tested and no leakage was observed at any location along the fluid path. The residual spin torque and disconnect torque met product expectations. Bag 3: the male spin luer of the zyno medical (carefusion) administration set was connected to a used ch2000s spinning spiros with the spin feature activated. The male spin collar was not connected to the used ch2000s spinning spiros. The entire fluid circuit was pressure leak tested and no leakage was observed at any location along the fluid path. The residual spin torque and disconnect torque met product expectations. The new ch2000s spinning spiros were used to connect to the new zyno medical (carefusion) administration set and the new braun safeday IV administration set. The connect, residual, and disconnect torque values were recorded and met product specification. Final analysis summary: the returned used zyno medical (carefusion) administration sets all had spinning spiros attached at the distal end. The zyno administration set male spin collars were not connected to the ch2000s spinning spiros. The ch2000s spinning spiros spin features were activated and securely connected via the male/female luer interface. The returned sets connected to the ch2000s spinning spiros were pressure leak tested and all met pressure leak expectations outlined in the product performance specification. The new and unused ch2000s spinning spiros were connected to a new zyno medical (carefusion) administration set and new braun safeday IV administration set and the connection torque was measured. All spinning spiros connections met product performance expectations. There was no propensity for the new ch2000s spinning spiros to disconnect from the male luer of the returned mating devices. ICU medical will monitor and trend.

Event description:
Complaint received regarding three spiros report states the spiros on the distal end of zyno secondary set, plugged in to the y site of a braun safe day (blue ultrsite) primary hydration line. After a brief period of time the positive presssure of the ultrasite spun (backed off) the spiros from the primary y site interrupting the infusion. Unprotected chemo exposure reported but no adverse patient/clinician consequences reported.